Event description:
Intra-aortic balloon catheter (iab) ruptured within less than 24 hrs after being placed. Calls placed to the doctor to discontinue (d/c) and he came in to d/c within an hour. The patient was stable and no need for replacement of iab catheter. The ejection fraction (ef) per the echo ultrasound noted to be 45%. The device was a maquet iab catheter. Call placed to manufacturer and waiting return call. Patient remains in hospital.